Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used in the proximal transverse colon during a screening colonoscopy procedure on (B)(6) 2019. According to the complainant, during the procedure and inside the patient, a large target polyp was attempted to be removed, however, the snare would not progress completely through the "stiffer" target polyp. The physician was unable to loosen, withdraw or unwrap the snare from the target polyp even with the use of heat. The patient was tattooed at the location where the snare loop was embedded and they had to cut the snare loop leaving it inside the patient. A surgical removal was planned for the following week, but additional information received on (B)(6) 2020 confirmed that the patient passed the snare loop. The polyp will be removed via surgery at a later date. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used in the proximal transverse colon during a screening colonoscopy procedure on (B)(6), 2019. According to the complainant, during the procedure and inside the patient, a large target polyp was attempted to be removed, however, the snare would not progress completely through the "stiffer" target polyp. The physician was unable to loosen, withdraw or unwrap the snare from the target polyp even with the use of heat. The patient was tattooed at the location where the snare loop was embedded and they had to cut the snare loop leaving it inside the patient. A surgical removal was planned for the following week, but additional information received on (B)(6), 2020 confirmed that the patient passed the snare loop. The polyp will be removed via surgery at a later date. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1212 captures the reportable event of snare loop entrapment. Block h10: investigation results a captiflex medium oval flexible snare was received for analysis. During the visual inspection of the returned device, it was revealed that the device had the working length cut into two parts, one part was attached to the handle and the other part was separated. Additionally, the catheter and wire of the part attached to the handle were kinked at the proximal section. However, the wire of the separated part of the catheter was not returned for analysis. The length of the two parts of the catheter was measured. The length of the part of catheter attached to the handle measured 60cm and the length of the separated part of the catheter measured 224.5cm. As per drawing specification, the catheter must measure at least 240 cm. The catheter is therefore complete. No other issues were noted. It was reported that the physician was unable to loosen, withdraw or unwrap the snare from the polyp, even with the use of heat. During the product analysis, it was detected that the device had the working length cut into two parts, one part was attached to the handle and the other part was separated, and the catheter and wire of the part attached to the handle were kinked at the proximal section, this fact confirmed that the device was altered for the customer. Per directions for use, this device must not be reused, reprocessed or resterilized since it may compromise the structural integrity of the device and/or lead to device failure which, in return, may result in patient injury, illness or death. The snare loop entrapment may be caused due to some factors like handling of the device, the technique used by the physician and normal procedure difficulties encountered during the procedure. The kink on the wire and catheter could be caused when the physician was trying to remove the snare from the patient. The analysis of the device along with the event description, lead to conclude that it was a failure related to procedure practices, therefore the most probable cause of this complaint is adverse event related to procedure. A risk review of the captiflex was completed using 90122972, polypectomy snares risk mgmt wkbk, bsc, bu.3 and confirmed that the event of loop entrapment was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.